Event description:
Pt's meter does not power on. Pt did not suffer a serious injury. Pt did not seek medical attention or call m.d. Pt did not experience any symptoms. Customer service was unable to resolve the issue and will be sending a pt a new meter.